Event description:
It was reported they are returning their unit for svc. Description of failure: lower part of the device is damaged. The device is not in the spindle. No further info is available. No reported pt consequence.

Manufacturer narrative:
Eval summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the pc board to be replaced. The device was functionally tested, met all prod requirements and returned to the customer.